Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump stopped insulin delivery after being in cold weather. The customer could not recall if the pump sounded an alarm or alert. The customer resumed insulin delivery and the blood glucose level was not impacted. Tandem technical support reviewed the pump t:connected data and found that an occlusion alarm had occurred around the time period the customer reported that the insulin delivery stopped.